Event description:
"A baxter colleague pump has suddenly shut down with all key disabled, gone into a alarm stated and displayed "failure 500'". Info was not provided regarding whether or not the device was infusing to a pt when the reported failure occurred. No pt injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding medication involved.